Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent migration occurred. Vascular access was obtained via radial femoral artery. The 160mm x 6mm, totally occluded, eccentric target lesion was located in the non tortuous and moderately calcified unknown lesion. The target lesion was predilated with a 18 x 40 xxl balloon catheter. A 18 x 40mm x 75cm wallstent-uni endoprosthesis stent delivery system was used to treat the lesion. The complaint device was successfully implanted but after some time, the stent migrated distally. The physician tried snaring to pull the device down to its previous position was partially successful. The procedure was completed with this device. The patient was under observation as the physician was under the impression that the device might enter in the renal artery and cause cardiac unstability to the patient. After procedure, the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned to the complaint investigation site without the stent for analysis. It was noted that the outer sheath was severely kinked and accordioned along its length. It was also noted that the stainless steel shaft was severely bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that the device, though migrated distally, did not move further and was not removed. The patient is doing well.

Manufacturer narrative:
Describe event or problem updated.(B)(4)

Event description:
It was further reported that the device, though migrated distally, did not move further and was not removed. The patient is doing well.